Event description:
Spontaneous inbound call from (B)(6), home health nurse reporting that pump is not working (details not specified) and asking if they can manually push drug; she was informed that this was acceptable, so patient did not miss dose; no adverse events reported; pump on hand available for return, but lot number and expiration date not provided; sending new pump, no further information or dates reported. Indication: chronic inflammatory demyelinating polyneuritis and polyneuropathy, unspecified. Reported to (B)(6) by pt/caregiver.